Event description:
Wound dehiscence [slurry] [wound dehiscence]. Case description: spontaneous reported received on (B)(6) 2010 from a health care provider, via a company rep, regarding a female pt (unk age and initial). The pt had an unk medical history. The hcp reported the pt experienced wound dehiscence after seprafilm was used as a slurry in a laparoscopic procedure. The hcp did not specify the nature of the procedure. The hcp thought that the use of seprafilm in the laparoscopic procedure contributed to the wound dehiscence. At the time of this report, the outcome of the pt was unk. (B)(4). The benefit-risk relationship of seprafilm is not affected by this report.